Event description:
Patient had cystoscopy and attempted laparoscopic/robotic partial nephrectomy. Cystoscopy portion completed without problems. Patient turned to left side and surgeon inserted veress needle with intention of injecting co2 into cavity, but was not certain he was in correct place. Removed veress needle. Inserted optiview trocar into right flank, but again not certain of correct position; saw fat tissue, pulled back and advanced again, some bleeding was noted. Anesthesia reported significant drop in blood pressure. Patient placed supine, CPR started, abdomen opened, brisk hemorrhage right lower quadrant. Abdomen packed, aorta clamped. Resuscitative efforts including blood transfusion. Patient did not survive.